Event description:
The facility stated that the surgeon implanted a aa4203tl toric silicone lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens and required a suture to close the wound. The injector and cartridge model and lot numbers were not specified by the facility.